Event description:
It was reported that the color of the instrument changed (was gold instead of black). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. Visual inspection revealed that the incoming item was discolored and the coating had peeled off. The item was also bent along the edges. The entire surface of the device showed a light gray coloration with a slight touch of yellow. Macroscopic inspection revealed a dark discolored area along the edge. Larger magnification revealed discolorations were found in the machining traces along the entire surface. Analysis under the scanning electron microscope revealed many pores. Upon greater magnification, faults in the coating were found which, in part, caused lifting and detaching of the coating. Metallographic analysis of a cross section showed a homogenous hard-anodized layer. The base material showed tiny tips emanating from mechanical machining that appeared out of the normally equally flat surface. The hard-anodized layer smoothens smaller imperfections, but larger tips result in pores and cracks in the layer. Such irregularities on the surface of the base material could be the result of machining during manufacturing causing pores and cracks, combined with various processing cycles after use in various hospitals. The process could not be duplicated. This is the first complaint regarding this item and event; therefore, this is considered to be an isolated incident. This complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: manufacturing documents were reviewed and no complaint related issues were found.